Event description:
Caller reported experiencing occlusion alarms. The customer's blood glucose was as low as 486 mg/dl but displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using humalog u-200 insulin. Tandem clinical support informed customer that humalog u-200 is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.